Event description:
The customer reported that the system shut down in the middle of a case and displayed an error message. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cable extending from the hard drive to the gpos was reseated, the system software was reloaded and the cine hard drive was reformatted. The system was then found to be operating as intended.